Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by caller that patient had been going to the bathroom more than when they had device implanted. This started 3 days ago. Caller also stated that patient still have a patch over incision site to catch drainage. During call, they had access to the patient programmer and showed they were currently at 0.8 v. It was reviewed therapy considerations and expectations. With education caller was able to increase patient's stimulation to 1.1 v where patient reported feeling comfortable stimulation. It was recommended patient continue to monitor symptom and if they were not getting any relief then they can try to increase more or follow up with healthcare professional (hcp) to see if patient can try other programs. Information was received from a friend/family member of a patient on (B)(6) 2019. Caller said the patient had two surgeries. The first surgery the ins was not low enough. Troubleshooting/interventions already performed on (B)(6) 2019 they did surgery and moved the ins to the right side and put the device in deeper. No further patient complications are anticipated or expected as a result of this event.